Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/25/2016. The fse found that the fluid block assembly (fba) required replacement. The fse replaced the fba to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urobilinogen failures on cb controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.